Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the bend angle in the up direction does not meet the specification due to wear of the angle wire, the bending section rubber is not waterproof due to cutting, bending tube is dented, electrical connector us corroded by water leakage and connecting tube is dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during water leak inspection, a water leak was discovered in the bending area of the bronchovideoscope. The issue was found during preparation for use. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: plastic distal end cover was scorched. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with IFU ¿inspection of the endoscope¿. IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.